Manufacturer narrative:
New information received that report of significant corneal edema was clarified that it was due to manipulation when removing the lens but this was resolved quickly and by itself. No medications provided. It was also noted that the 20 mins. Delay was actually minor, did not cause the corneal edema and no clinical significance on outcome. The patient is fine and fully recovered. No other information was provided. Device evaluation: product evaluation was performed on the customer provided photograph. The photograph displays a lens on a screen. The lens can be observed to be damaged but due to the quality of the photograph the nature of the damage cannot be determined. No further issues can be identified because of the image quality. The complaint issue of "dc-lens damaged" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. Conclusion: as a result of the investigation, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a4, a5: unknown/ not provided. Asku. Section d6a: if implanted, give date: not applicable, as lens was not implanted section d6b: if explanted, give date: not applicable, as lens was not implanted hence not explanted. Section e1: email address: unknown/not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) broke when trying to implant. It cannot be placed in the patient's eye. It was learned through complaint form information that during implantation, iol was partially inserted into the patient's right eye, there was a 20 min. Delay in procedure, and sutures performed. It was learned that amount of suture used was for regular standard of care. A non-johnson and johnson lens was used as back-up lens. There was significant corneal edema. No other information was provided.